Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated that with the first battery they were having difficulty inserting the lead into the header block. The representative reported setscrew failure/difficulty advancing lead. They backed the screw out and were able to advance the lead but then the setscrew would not tighten on the lead. An intra-operative impedance issue was noted. They switched the battery and were able to advance the lead without issue; the blue tip could be seen in the back of the header. The rep stated that she was getting all pairs with 0 out of range >4000ohms. The representative attempted running impedances with settings 300us 1.0v, 300us 1.5v, 300us 2.0v, 360 2.0v. The representative attempted 3.0v and 210us and got all pairs with 0 at >4000ohms again. Other values were also high in the 3000ohm range. The representative mentioned at the beginning of the call that the patient was getting good motor response. The representative indicated checking motor response with 2s on 2s off cycling at c+ 0- and stated that they weren't getting response maybe slight movement but not what they wanted to see. The representative also tried to get motor response with 03 pair programmed and did not get better response. The patient was not getting bellow and toe flick at nominal values, they tried another electrode pair, repeated the process and were able to have bellow and toe flick at the nominal amplitude values. The patient was getting good response when using pairs without 0. Additional information reported about couple weeks later indicated that the event was correct minus the poor motor responses. The patient had excellent motor responses. This was a new implant. When the physician tried to insert the lead into the battery for the first time it wouldn't go in all the way and kept getting stuck. The health care provider stated it was very tight and didn't advance like it normally does. The hcp has been implanting for years and never had this issue before. The hcp loosened the set screw a little bit to see if that would help the lead advance. The lead was still very tight and once he was able to advance the set screw tightened and clicked but the lead would not stay in place. The hcp did not feel comfortable trying to trouble shoot with this device any further in fear he would damage the lead. A new battery was opened. Additional information reported that this event was tied to another event that the representative received a separate email on. The 2 issues are directly related as they happened as a result of the other. The high impedances did not resolve. They resolved on everything expect the 0 electrode. They were unsure whether the 0 electrode got damaged from the first battery that didn't allow it to advance or if the impedances will resolve on their own. They retested the lead and lost motor on the 0 electrode so it was possible it got damaged from the first battery that was problematic. The health care provider made the decision to leave the battery as they had motor at low thresholds on the other 3 electrodes. The representative ran an impedance check in recovery and we still had greater than 4000 on all 0 electrode combinations. This event was also reported under manufacturer report # 3004209178-2017-00522. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.